Manufacturer narrative:
(B)(4). On (B)(6) 2012: pre procedure: creatine kinase myoglobin (ck-mb) = 2.2 ng/ml (uln 150). On (B)(6) 2012: pre procedure: troponin I = 0.04 ng/l (uln 0.04). On (B)(6) 2012: post procedure: ck = 434 u/l (uln 195). On (B)(6) 2012: post procedure: ck-mb = 84.4 ng/ml. On (B)(6) 2012: post procedure: troponin I = 12.41 ng/l. On (B)(6) 2012: ck = 446 u/l. On (B)(6) 2012: ck-mb = 71.5 ng/ml. On (B)(6) 2012: troponin = 13.46 ng/l. Stent: xience prime (x 2 in lad). Other: ivus (boston scientific), aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effects of ischemia and dissection are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during expansion of the xience prime stent (4.0x18) at 20 atmospheres in the left anterior descending coronary artery (lad) to the ostium of the left main coronary artery, the patient had a coronary artery dissection. The physician commented that this could have occurred with any stent expansion. Another xience prime stent (3.5x12) was implanted at 14 atmospheres in the proximal left anterior descending artery to treat the dissection, but again, there was a further distal dissection. A third xience prime stent (3.0x12) was implanted at 12 atmospheres in the proximal left anterior descending artery with good result. There was loss of flow in the small diagonal, but this was not treated. The dissection resolved the same day, with no adverse patient sequela. After the coronary stenting procedure, the patient was found to have elevated cardiac enzymes. The patient did not experience any symptoms related to the enzyme elevation. The patient was monitored overnight at the hospital. The enzyme elevation resolved with no additional treatment. There was no adverse patient sequela. There was no additional information provided.